Event description:
On (B)(6) 2025 a patient reported they had been transported via ambulance to the emergency room at (B)(6) with hyperglycemia and chest pain. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours on their arm. Symptoms reported include chest pain that worsened with breathing in and out. The patient had changed the pod prior to the ambulance picking him up and was giving insulin boluses via the new pod to treat the hyperglycemia. Unspecified diagnostics were run on the heart and lungs, but all came back with no issues found. The patient did not receive a diagnosis pertaining to chest pain. The patient¿s pain was treated with unspecified blood thinner (unspecified route and dose), an unspecified ¿spray under the tongue,¿ and the patient was advised to take paracetamol. The patient was in the emergency room from approximately 8:00pm on (B)(6) 2025 and was discharged around 00:00 on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room, chest pain, and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. No timeouts or drive stalls occurred that would indicate a failure of the pod to deliver insulin, and no hazard alarms were generated. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs.